Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed air bubbles in the infusion set tubing. The customer's blood glucose (bg) level was 303 mg/dl and insulin injections were administered to address the bg level. The customer changed all of the pump supplies. Reportedly, the customer uses novolog insulin in the cartridge for 4 days.